Event description:
It was reported that the customer had a bunch of air bubbles in the reservoir and on this third reservoir he got large amounts of air while filling. The blood glucose reading was 84mg/dl. The caller stated that the air bubbles were concentrated at the tip of the reservoir near the transfer guard. While troubleshooting was found that the customer changes the infusion set and reservoir every tow to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.